Event description:
It was reported the patient felt a vibration and movement in the area of her pump during a magnetic resonance imaging (MRI) scan. It was noted these sensations caused her some discomfort at the pump pocket and concern. It was also reported the scan was aborted. It was further reported the patient was doing fine now with no discomfort or any sequelae from the procedure or the transitory sensation she felt during the scan. It was noted the ¿pump was her friend and she could not get along without it.¿ the patient¿s status at the time of this report was ¿alive-no injury.¿ the patient was receiving adequate therapy at this time. The pump was being used to deliver dilaudid, bupivacaine, and clonidine.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n114500, implanted: (B)(6) 2008-, product type: accessory. Product ID: 8709, lot# j11159r69, implanted: (B)(6) 2002, product type: catheter. (B)(4).